Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 323 mg/dl. Customer has treated with a bolus. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that she received a steroid injection, this may have caused the blood glucose to rise. Customer diagnosed diabetic ketoacidosis. Customer was treated with insulin drip. During troubleshooting, time and date are correct. Programming is correct. Customer stated that the drive support cap is flush. High pressure test failed twice. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. Unable to prime during prime test due to cracked end cap. Unable to complete functional test due to prime anomaly. Drive support disk was inspected and no anomaly noted.